Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, scratched reservoir tube window and a cracked case at a display window corner.

Event description:
It was reported that the customer received a motor error alarm while trying to rewind in the insulin pump. The alarm recurred. The customer reportedly received a replacement insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.